Manufacturer narrative:
Method, DHR, complaint review, device history review showed that no reported discrepancies. Complaint history review shows that there have been no other reported events regarding the manufacturing batch number (B)(4). There have been no other similar reported events regarding the implantation of an exeter stem without the intramedullary plug. Summary of evaluation: the investigation concluded that the surgical protocol was not followed by the surgeon. We do not recommend implanting an exeter stem without an intramedullary plug. The intramedullary plug should be used in order to provide a firm seal for pressuring the cement.

Event description:
The surgeon decided (for his own reasons) to implant exeter stem without use of an intramedullary plug.